Event description:
During the inspection of the ventilator it was discovered that tidal volume was incorrectly set. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, the problem description and the provided ventilator logs, it has been clarified that during routine blood gas evaluation, the ventilator tidal volume was found incorrectly set to 40 ml instead of the intended setting of 4.4 ml. Reportedly, no staff present at the time acknowledged making the change. The setting was promptly corrected to 4.4 ml, the patient was placed on a new ventilator, and no harm was reported. No investigation of the subjected ventilator has been requested. Provided ventilator logs have been reviewed as investigation. According to the event log, the chosen ventilation mode was prvc (pressure regulated volume control) from ventilation was started on (B)(6) 2025. The ventilator then delivers a preset tidal volume with a decelerating inspiratory flow at a preset respiratory rate and the pressure is automatically regulated to deliver this volume but limited to 5 cmh2o below the set upper pressure limit. The parameters for tidal volume and respiratory rate among others as well as alarm limit settings are set via the user interface screen. On the reported event date april 5, 2025 at 1:57 am, the tidal volume was set to 40 ml in combination with an alarm limit change for inspiratory tidal volume too high to 70 ml. Immediately an alarm for volume delivery restricted was generated. This due to that the pressure became limited to 5 cmh2o below the set upper pressure limit, which restricted volume delivery. This is a low priority alarm and is automatically reset once the alarm condition ceases. At 2:19 am, the tidal volume was decreased to 5 ml and then further decreased to 4.4 ml before the ventilator was set to standby by the user at 2:50 am. In the trend log for the ventilation period between 1:57am and 2:29 am, the calculated average tidal volume for each minute was varying between 8.71 ml and 13.81 ml. Since the alarm limit for inspiratory tidal volume too high was set as high as 70 ml, no alarm was triggered during this period. According to the test log, successful pre-use check was performed prior ventilation started on (B)(6) 2025. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, in prvc ventilation mode the tidal volume cannot change by itself. This is a user driven parameter setting performed on the ventilator user interface. An alarm for volume delivery restricted was immediately generated after the parameter setting notifying the user audibly and visually that there was an issue with the volume. Also, the alarm limit for inspiratory tidal volume too high was set so high that no high-volume alarms occurred. There is no indication of ventilator malfunction during the ventilation period.

Event description:
Manufacturer's ref #: (B)(4).